Event description:
It was reported that signal loss over one hour occurred for the transmitter with the serial number 8duaf4. However, data for the transmitter with the serial number 8wu95h was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).